Event description:
It was reported that the insulin pump had a crack in its screen after it had been dropped in the bathroom. The caller did not know the blood glucose reading. The customer's mother stated that there were cracks and discoloration on the screen. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
The pump was received with a partial display due to a bleeding and cracked glass. The pump also had minor scratches on the lcd window, and a cracked case at the display window corners.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.